Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an unspecified low blood glucose (bg) level. Customer alleged that the pump settings needed to be adjusted. Customer declined to troubleshoot or provide any further information regarding the issue.